Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) and ship history review were not completed as there was no lot number reported. The reported patient symptom of erosion is known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the events of erosion and fluid loss were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion codes of cause not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped functioning due to fluid loss. A surgical procedure was performed during which the cuff was removed, and the physician observed a hole in the urethra. As a result, a new aus was not implanted in order to allow the patient time to heal. No further patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped functioning due to fluid loss. A surgical procedure was performed during which the cuff was removed, and the physician observed a hole in the urethra. As a result, a new aus was not implanted in order to allow the patient time to heal. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. A supplemental report will be submitted should the device be returned for analysis or additional investigation details become available.